Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found that the conductor wire was broken at the yaw pulley. This condition contributed to the intermittent output delivery. There was no damage to the conductor wire insulation or missing piece confirmed. No signs of thermal damage was observed. The instrument failed the electrical continuity test. This observation is attributed to component failure. As part of analysis, further investigation confirmed a premature activation of the instrument life indicator. This is unrelated to the primary issue and is due to mishandling and misuse. The complaint regarding the issue was confirmed by failure analysis, the information gathered indicates that the device did contribute to the customer reported issue. The probable root cause of a broken and/or dislodged conductor wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting intermittent energy output delivery and possible instrument arcing, an investigation was completed to determine the cause of this reported event. Although the complaint regarding the issue was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer reported issue. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The following additional information was provided: the image of the fenestrated bipolar forceps instrument tip and housing identifies no obvious damage. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument exhibited intermittent energy output delivery and possible instrument arcing. Although there is no risk of any adverse event related to intermittent energy delivery, the allegation of possible arcing could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the user observed that the fenestrated bipolar forceps instrument energy output delivery was intermittent. Additionally, the instrument may have allegedly arced. Troubleshooting was performed by replacing to another instrument and this resolved the issue. The user continued the surgical task and completed the procedure with no further issue reported. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument was inspected prior to use. The instrument initially worked, and it was cleaned intraoperatively for bio debris. The instrument possibly arced, and energy may have discharged into another tissue or vessel. The instrument was inspected after removal and there was no thermal damage identified. No occurrence of intraoperative collision with a hard object or another instrument during intraoperative use confirmed.